Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) and reported that a falsely depressed thyroid stimulating hormone (tshl) result was obtained on a dimension exl 200 instrument. Siemens headquarters support center (hsc) concluded the investigation of the event. Review of the instrument data logs did not indicate any instrument malfunctions during the time of testing. The customer stated that they had configured primary sample tubes as pediatric tubes, creating an irregular sample aspiration. Configuration of sample tubes is a customer configurable system setting. A siemens customer service engineer was dispatched to the customer site to ensure the system configuration settings are appropriate for sample level sensing to occur on samples. The cause of the discrepant sample results was due to a change in the size of tube configuration for the sample. The system configuration has been returned to the original setting and no additional discrepant sample results have been communicated to siemens. No product problem was identified. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely depressed thyroid stimulating hormone (tshl) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician who questioned the result. The same sample was reprocessed on the original dimension exl and a higher result was obtained. A corrected result was issued. There were no reports of patient intervention or adverse health consequences due to the discordant falsely depressed tshl result.